Event description:
The customer reported problems with acquisition and visualization. Further information from the fse identified that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive was reformatted and the system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.